Manufacturer narrative:
B3/d10: the events occurred in november 2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of two (02) one-link non-dehp standard bore catheter extension sets ruptured. This occurred during computed tomography with intravenous (IV) contrast administration. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2025-06146. All information can be found under manufacturer report number 1416980-2025-06146. Should additional relevant information become available, a supplemental report will be submitted.